Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user¿s misuse since the water filter has not correctly replaced. The oer-6 instruction manual operation manual ¿chapter 7 routine maintenance, 7.3 replacing the water filter (maj-2317)¿ describes the following warning: replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Concerning the instruction manual mentioned above, it is recommended that the replacement period for a water filter is at least once in two months, however, the subject facility has used an expired water filter for the endoscope. It is further recommended that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
B5: an olympus representative reported that the evis lucera colonovideoscope was incorrectly reprocessed and that insufficiently reprocessed scopes were used in the case. There was no reported patient harm or impact due to this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
Establishment name: (B)(6). A reprocessing in-service and observation at the hospital was completed by an olympus representative. During the in-service, the olympus representative was made aware of reprocessing errors. E81 occurred during reprocessing in oer-6, during repair, the olympus representative, removed the installed three-way valve (part number: ru939000 part name: 3 ball ben vu), and the hose from the ¿in¿ side (from the water filter) was removed. A black, mold-like foreign substance was confirmed at the connection of the water filter which has not been replaced since it was installed at the time of delivery, the customer has been using the same one for about two and a half years. Since it is unclear which scopes were cleaned with oer-6, we have invoiced all scopes in operation at facilities that may have been cleaned with oer-6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.